Event description:
The clamp of a patient's transfer set was observed to be broken. This observation was made while the patient was connected to a homechoice device during dwell one of three. The technical service representative assisted the patient with ending therapy. There was no patient injury or associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.